Event description:
It was reported that four months post implant the pt experienced a pericardial effusion. The effusion was drained, the pt remained stable and was referred for surgical intervention.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The results of this investigation are inconclusive since add'l information, including implant echocardiograms were not available for review. Therefore, the cause of the effusion could not be determined with the information received. Should the add'l information become available, a supplemental report will be filed. Despite several requests, aga medical has not received any add'l information.

Manufacturer narrative:
Aga received additional information from the treating surgeon stating that the surgery did not show an erosion and the device was explanted. Aga has requested imaging from the procedure, but the imaging has not been provided. The treating surgeon directed further questions to the referring physician. Aga has made multiple attempts to obtain details about the patient from the referring physician. There has been no response from the referring physician or his office staff. The product has not been returned to aga.